Manufacturer narrative:
Upon receipt, the lead was found dissected. Two fragments were received for analysis. 3 cm of the lead body was missing between both fragments. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead fragments demonstrated a rubbed through insulation at approx. 43 cm proximal to the lead tip. The coating of the conductor cable to the ring electrode was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lv impedance is greater then 3000 ohms when the pacing vector involves the ring. Additionally the impedance is less then 200 ohms in every other pacing configuration not using the lv ring. There is no sensing or capture in any configuration. Patient complains of twitching in left arm. The lead remains implanted. (B)(6) 2013 - we were informed this lead was explanted and has been returned for analysis.